Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation and x-rays indicated the lead at vertebral level t12 was fractured. As a result, the patient's lead was explanted and replaced. Effective therapy was restored post procedure.